Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6 and h10. Corrected fields: e 1 (add tittle mr.) A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. A definitive root cause could not be determined. Based on the results of the investigation, it is likely the following led to the malfunction: the brightness cannot be adjusted occurred due to the misuse of users. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus they were unable to adjust the brightness on the scope of a xenon light source during an unknown procedure. Upon follow up the reporter stated the issue was resolved and it was determined users had the incorrect settings. The procedure was able to be completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.